Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: tg2810, tg3115, tg3115, rrt08070090l (gore vascular graft). Also note that this event originally involved on a gore introducer sheath (ts2230, and was reported in medwatch # 2017233-2006-00288. Further investigation revealed that the event also involved gore tag devices; therefore, an additional medwatch (this one) was required.

Event description:
In 2006, this pt was treated for a thoracic aortic aneurysm using gore tag thoracic endoprostheses. The placement and deployment of the devices went as planned. However, at the end of the procedure, the right common iliac artery ruptured as the sheath was removed from the artery. The rupture was repaired with a gore vascular graft. The pt was initially stable post-operatively, but was found to have increased lethargy the next morning. Following reversal of narcotics, the pt was unable to move her left side. She was transferred to the stroke-neurology service for further management of an acute intracranial hemorrhage involving the right thalamus and right internal capsule. It was determined that a long-term ventilator care weaning program would best suit the pt.